Event description:
It was reported that a patient enrolled in a clinical trial underwent a kyphoplasy procedure. During the procedure, the patient experienced a non-q-wave myocardial infarction which led to in-patient hospitalization. The patient was treated with aspirin, beta blockers, statin, and heparin gtt (drops). The event resolved and the event was reported to be attributed to the anesthesia.

Manufacturer narrative:
Device not returned, follow up with company representative.